Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer reported that the pump had other critical pump error alarm. Customer stated they experienced high blood glucose level. No harm requiring medical intervention was reported. The customer will discontinue to use the product.